Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to download data from the controller or inability to change pump settings may result in no action or the wrong or inappropriate action taken in response to alarms. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20c (-4f) or greater than 50c (122f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the clinic and complained that their controller was hot. When the controller was connected to the monitor, it did not transmit any data to the monitors for download. There were no loose connectors noted. The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the controller was not able to communicate to a monitor. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual testing but failed functional testing due to a damaged dual transmitter/receiver integrated circuit. This integrated circuit when malfunctioning gets hot enough to cause the controller to feel warm, confirming the overheating. (B)(6) was also not able to communicate with a monitor. This component allows for data to be transmitted or received between the controller and monitor. An electrostatic discharge (esd) event most likely damaged the component during the reported event, preventing the controller from communicating with a monitor and causing it to overheat. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.